Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
During a review of a literature article comparing the clinical results of conventional phaco-emulsification surgery (cps) with femtosecond laser¿assisted cataract surgery, multiple adverse events were noted that occurred intra-operatively including six cases of anterior capsule tear, two cases of descemet membrane tears, one case of suprachoroidal hemorrhage and one case of residual soft lens matter that required the patient to return to the operating room. Additional information is not available.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The root cause of the reported event could not be determined. The manufacturer internal reference number is: (B)(4).